Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this pacemaker was part of a system revision due to infection. There were no additional adverse patient effects reported. The pacemaker was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory baseline testing completed on the device found no anomalous conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product was not able to provide relevant information for infection-related allegations. Patient code 3191 captures the reportable event of surgery. This supplemental is being filed to capture the product analysis from the product investigation.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. There were no additional adverse patient effects reported. The pacemaker was explanted.